Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous coronary angioplasty was being performed on a moderately calcified and mildly tortuous lesion in the distal left anterior descending coronary artery. A 3.50 x 38mm promus elite stent was deployed. After post dilatation, a distal dissection was noted in the distal part of the stent . To cover the dissection, a 3.0 x 24mm promus elite stent was deployed distal to the first stent, overlapping it to cover the edge dissection. The patient was stable at the end of procedure.